Manufacturer narrative:
Internal file number - (B)(4). Correction: other, serious removed and required intervention added the analysis was performed by asahi intecc. Co. Ltd: investigation of the device could not be conducted as it was not returned. Based on the provided information, it was presumed that pulling force exceeding the product design limit might be inadvertently given to the guide wire while its tip was trapped by the calcium. All the shipped products were inspected in the production process for meeting the product specifications and release criteria, and there was no indication of product deficiency. As it was confirmed that the device had no quality issues, it was inferred that the reported vessel perforation was attributed to the anatomical condition and wire manipulation technique; however, details could not be ascertained. [Malfunction and adverse effects] separation or breakage of the guide wire, damage to a vessel, including possible vessel perforation.

Event description:
Subsequent to the previously filed medwatch report, asahi received a user facility medwatch report from FDA. After follow-up with the physician, the medwatch report information is correct. The coronary was perforated and blood flow was occluded, however the patient was stabilized after ballooned with a long inflation and stenting with a non-abbott stent. The patient date of birth is (B)(6) 1949 the patient is (B)(6) years old.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned. Based on the provided information, it was presumed that pulling force exceeding the products design limit might be inadvertently given to the guide wire while its tip was trapped by the calcium and/or stent. All the shipped products were inspected in the production process for meeting the product specifications and release criteria, and there was no indication of product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was heavily calcified from the beginning to end of bifurcation. The vessel was wired in the right coronary artery to the posterior descending artery (pda). After stent deployment and when the asahi sion blue 180 cm guide wire was being removed, it was noticed that the tip of the guide wire had broken off in the anatomy. The tip was left in the anatomy when it was confirmed that the vessel still had good flow. The tip remains embedded in the pda. There was no resistance noted during advancement or withdrawal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.